Event description:
Related MFR. Report#: 3006705815-2019-01947. Related MFR. Report #:1627487-2019-06119.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 3006705815-2019-01947, reference manufacturer report number: 1627487-2019-06119. It was reported that the patient was experiencing ineffective stimulation due to high impedances. X-ray imaging did not reveal any issues. Surgical intervention is pending.